Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 220 mg/dl. Customer reverted to an alternate pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.